Event description:
It was reported that the 2800 sys would not fluoro and had no image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 and ps3 power supplies were replaced and the power fuse was replaced during the service call. The sys was tested and found to be working as intended and put back into service.